Manufacturer narrative:
This report is submitted on 09 april 2020.

Event description:
Per the clinic, the patient experienced irritation/inflammation. The patient was treated with topical antibiotics and had an abutment change.